Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, that the video system center had no image when powered on, but the image showed when powered off and re-powered on. The image had interference lines. The issue was found during routine diagnostic gastrointestinal endoscopy, the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image failure occurred because there was a paper foreign material on the contact part inside the video connector socket, and this resulted in causing interference in the electrical communication. Olympus saw paper foreign material in the video connector of the endoscope which the user used had a piece of paper on it and the user connected it as it was. User cleaned the inside of the video connector socket with a piece of paper. Olympus strongly recommend making always sure that the video connector is clean prior to connecting an endoscope and never cleaning the inside of the video system center (cv-170) video connector with a piece of paper or gauze for prevention. The instruction manual of video system center (cv-170) (drawing no. Ra2414) describes the following, and the reported phenomenon might be prevented by following the descriptions. [5.3 connection of an endoscope] before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. [8.1 care] do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Olympus will continue to monitor field performance for this device.